Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 370 units of insulin. Additionally, when reloading the cartridge, the customer received a minimum fill message. The customer's blood glucose level was not impacted. The customer declined to reload the cartridge during the call with tandem technical support, and will call back should further assistance be needed.